Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure, within the colon of a cancer patient on (B)(6), 2010. According to the complainant, the patient presented with an eight centimeter lesion; however the anatomy was not especially tortuous. During the procedure, the deployment handle detached; however the stent was able to be successfully placed. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4)the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.